Manufacturer narrative:
H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system was intermittently tracking. It would track the cranial frame, but would only sometimes capture the pointer. Troubleshooting was performed. The network device interface (ndi) toolbox showed all statuses were good. The local representative (cs) checked whether the camera was able to visualize the spheres in nditoolbox, and was not seeing reflection. Delay information was not provided. There was no reported impact to the patient.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that without logs, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The case details were reviewed. As per the information provided, the logs are not available and the site was able to successfully track a different pointer. Codes b01, c19, are applicable to this analysis, as well as the previously reported code d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no delay, surgeon continued to cautiously proceed with inaccuracy throughout surgery. The pointer will not be returned. And patient demographics were confirmed unknown. The procedure was a crani.

Manufacturer narrative:
H2 correction: b5 and additional codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The local representative (cs) was able to successfully track a different pointer. The first one she was trying to navigate had a geometry error of >0.6mm.

Event description:
It was reported that the procedure being performed was a spinal procedure. There was no reported delay to the procedure due to this issue. It was noted that the pointer worked on other navigation systems just fine.

Manufacturer narrative:
H2 additional information: b5 and section d10 were updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial lot/sw version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.